Event description:
The customer reported there was an air leak from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating of the insertion tube was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off].

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the insertion tube coating was likely peeling off due to stress applied during use of the device, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing, service confirmed the device was leaking due to a hole in the insertion tube, caused by external factors. In addition, the insertion tube had a dent and was wrinkling due to external factors. The light guide lens adhesive was peeling off due to handling. Noise was observed from the angle lever due to external factors. The rubber adhesive was chipping, and the objective lens adhesive had peeled off, due to handling. The video cable and universal cord were dented due to external factors. Scratches were observed on the control section, switch box, video cable, grip, angle lever, up/down plate, universal cord, video connector, light guide connector, and video connector, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.